Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the syringe is broken in the nozzle region where the syringe attaches. To aid in the investigation, photos and a sample of the incident reported were received and evaluated by our quality team. It was possible to confirm the barrel luer damage. An analysis of the batch history, quality notifications and maintenance records were performed for provided material number 990172, lot 3297926. In-process inspections were carried out in accordance with the control plan and no quality notifications potentially related to the incident were observed. According to the maintenance order, the defect occurred because the machine did not stop due to a jam, and a sensor was damaged. The maintenance order recorded the adaptation of a more resistant mini sensor with a 4-pin connector and the assembly of male and female connectors for adaptation. Based on the investigation, bd was able to confirm the incident in question.

Event description:
No additional information received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 10ml s/su luer was cracked / damaged / deformed. The following information was provided by the initial reporter translated from portuguese to english: syringe without needle 10 ml. Broken syringe in the nozzle region where the syringe is attached. Additional information provided: can you share the photo samples related to this event? Yes, but I have a sample available. When did the event take place? 15/11. Anvisa number, if available? (B)(4). Is the sample related to this incident available for analysis? Yes. For sample collection and replacement, please inform. Name of organization: (B)(6). Cnpj number: (B)(4). Icms taxpayer (yes/no) no. If icms taxpayer, issuer of invoice (yes/no). Product purchase invoice number: (B)(4). Sector/department: dispensing pharmacy. How many units are available for collection: one unit. Is the sample contaminated, if so, the substance: no. Full address (street, zip code, neighborhood, city and state): (B)(6). Contact name/telephone: (B)(6).